Event description:
It was reported that following the initial surgery, a right-sided open bite was present, and additional surgery is required.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.